Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2014 and suture was used. During the procedure the suture broke. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Conclusion: actual samples were returned for evaluation. Upon visual inspection, the returned used needled segment had pinch-cut end, or was pinched by instrumentation and subsequently broken. The second returned non-needled segment was cut at one end and pinch-cut or pinched by instrumentation and subsequently broken. If a breakage, the site was compromised by the pinching damage from instrumentation.